Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2006: patient underwent x-rays which shows spondylolisthesis, degenerative type, at l4-l5, grade 1 with mild left-sided curvature on rotation. MRI of the lumbar spine shows l4-l5 grade 1 degenerative spondylolisthesis with lateral recess stenosis. There is a right-sided l5-s1 large disk herniation. (B)(6) 2006: the patient presented with the history of low back pain. Patient underwent x ray of spine lumbar which shows a mild spondylolisthesis grade 1. Presents to the clinic with a 9-month history of gradual onset low back pain with progressive pain, numbness, and tingling extending into her right leg. The patient complains of 75% back pain with 25% leg pain. Weakness that she has noted in the right lower extremity. The patient does have some midline lumbar tenderness to palpation, as well as some right-sided sacroiliac tenderness. Assessment: the patient has lumbar stenosis at the l4-s levels, as well as a degenerative slip at the l4-s level and a herniated nucleus pulposus at the ls-s1 level. Impression: patient with right-sided sl radiculopathy with a disk herniation at ls-sl. She also has some right-sided ls root symptoms associated with her lateral recess stenosis at l4-ls and degenerative spondylolisthesis at l4-ls. The proposed surgery is l4-ls decompressive lumbar laminectomy, posterior spinal fusion, and posterior lumbar interbody fusion and diskectomy of ls-sl, and pedicle instrumentation l4-ls with cage implantation. (B)(6) 2006: the patient underwent x ray of ap and lateral lumbar which shows a mild spondylolisthesis at l4-5, relative preservation of lumbar lordosis. On (B)(6) 2006: the patient presented with the history of low back pain, right lower extremity pain, numbness and tingling. The patient presented with the following diagnosis lumbar stenosis, status post lumbar decompression, discectomy and fusion. Degenerative spondylolisthesis. Right sided l5-s1 disk herniation. The patient underwent MRI that shows stenosis at l4-l5 lateral recess bilaterally. Procedure: decompressive lumbar laminectomy of l4-l5 with nerve root decompression of l4 and l5. L5-s1 right sided hemilaminectomy for discectomy of l5-s1. Posterior spinal fusion of l4-l5 with local autograft bone. Pedicle screw instrumentation. The patient underwent a laminectomy l4-5 with posterior spinal fusion as well as a right l5-s1 diskectomy. Patient underwent x-ray of l3, l4, l5 and s1. Surgeon decorticated the transverse process and lateral aspects of the facet joints of l4-l5, packed with local autograft bone combined with large graft over the transverse processes and on the facet joint itself. The pedicle screws at l4 and l5 using 6.5x 50 at the l4 and 6.5x45 through l5. Then the rod was put in and set screws were set. No complications were reported. (B)(6) 2006: patient presented for follow up .patient underwent x ray of spine lumbar. (B)(6) 2007: patient presented for follow up .patient underwent x ray of spine lumbar. (B)(6) 2007: patient presented for follow up. The patient is doing well but developed some occasional low back pain that is different from what she had before the surgery. She still has right-sided sl numbness. Patient underwent CT spine lumbar wlo contrast. Conclusion: possible solid right-sided fusion mass at l4-ls. Fusion mass on the left is not solid. (B)(6) 2007: patient underwent x ray of spine lumbar, computed tomography of lumbar spine. Conclusions: posterior surgical fusion l4-ls with partial l4 and complete ls laminectomies. There is a solid mature fusion mass present on the right. There is fairly abundant mature graft on the left as it does not appear completely solid. Three images disclose no significant spinal canal or neural foraminal stenosis. Patient presented for follow up. She has some back pain with radiating symptoms to the right hip right-sided sl distribution numbness. Some lateral thigh numbness when she has been standing for extended periods of time. Patient underwent CT scan that shows solid arthrodesis at l4-5. (B)(6) 2007: patient presented for follow up. The patient is doing well but developed severe right-sided leg pain with radiating symptoms down the buttock to the heel about a week and a half ago. Impression: disk herniation. (B)(6) 2007: patient underwent MRI of lumbar spine which reveals l5-s1 disc herniation foraminal and moderate central l3-4 stenosis residual after l4-5 fusion and decompression. Impression: right paracentral focal disc extrusion at ls-s1. Status post posterior spinal fusion at l4 and ls vertebral bodies. Grade 1 anterolisthesis of l4 on ls, likely degenerative. Multilevel degenerative lumbar spondylosis. (B)(6) 2007: the patient visited a physiatrist. The patient underwent lumbar esi. The patient presented with displacement of lumbar I ntervertebral disc without myelopathy. Patient underwent x-ray of the back region. Patient is presented with lumbar radiculopathy. (B)(6) 2008: the patient visited a physiatrist. The patient underwent lumbar esi. Patient is presented with backache. Patient is presented with lumbar radiculopathy. (B)(6) 2008: patient presented for follow up. Patient is doing well. (B)(6) 2008: patient presented for follow up. Her back pain has been worsening, and now she is getting leg pain. Patient underwent x-ray of spine lumbar which reveals there is mild spondylolisthesis of l3-4. Evidence of good posterior lateral fusion mass at l4-5. (B)(6) 2008: patient is presented with low back pain. Patient underwent MRI lumbar spine without IV contrast. Findings: status post laminectomy bilaterally at ls. Posterior fusion hardware remains present with paired paraspinal rods and transpedicular screws at l4 and ls. The coronal scout images reveals mild left convex curvature. The inferior endplate of ls appears more irregular. At l3-l4, minimal disc bulge is present. At l2-l3, minimal disc bulge minimally narrows the inferior recess of the left neural foramen. Severe disk degeneration at l5-s1 with fluid in the l5-s1 level with some modic changes in the endplates of l5-s1. Impression: chronic degree of degenerative changes at the disk which is responsible for her back pain. She also has some mild stenosis at l3-4 with a slight slippage, anterolisthesis at l3-4. (B)(6) 2010: patient underwent x ray of the lumbar region. Patient was reported to have constant pain in lower back since 2005. Patient presented with lower back pain and bilateral leg pain 50% and 50% respectively, facet loading maneuvers reproduce pain around ls-sl. Neurologic exam reveals intact sensation to pinprick. X-ray reveal evidence of posterior instrumentation and lateral fusion masses, more prominent on the right than left at ls-sl. She has a very mild anterolisthesis at l3-l4 and interval progression of loss of disk space height at ls-sl. Assesment: right l5-s1 radiculopathy. Adjacent spondylosis to previous fusion and degenerative disk disease. L3-l4 anterolisthesis with mild to moderate stenosis. (B)(6) 2010: the patient visited a physiatrist. Patient is presented with lumbar spondylosis. Procedure: facet joint intra-articular injections under fluoroscopy: left ls-s1. Right ls-s1. (B)(6) 2010: the patient visited a physiatrist. Patient is presented with lumbar stenosis, lumbar radiculopathy. Procedure: fluoroscopy guided transforaminal epidural injection. Injection: right l5-s1, left l5-s1. (B)(6) 2011: patient is presented with bilateral leg pain and sciatica. Spine: moderate loss of range of motion in all planes with compressive pain on ls-s 1 with flexion and extension. Impression: right more than left ls radicular pain. Adjacent spondylosis to l4-s fusion and laminectomy. L3-4 grade 1 anterolisthesis with moderate stenosis. Morbid obesity. (B)(6) 2011: the patient visited a physiatrist. Patient is presented with lumbar stenosis, lumbar radiculopathy. Fluoroscopy guided transforaminal epidural injection. Injection: right l5-s1 2. Left l5-s1. (B)(6) 2011: patient is presented with bilateral leg pain, degenerative spinal condition and sciatica. Impression: right more than left ls radicular pain. Adjacent spondylosis to l4-s fusion and laminectomy. L3-4 grade 1 anterolisthesis with moderate stenosis. Morbid obesity. (B)(6) 2011: patient underwent MRI of the lumbar spine which reveals severe l5-s1 bilateral foraminal stenosis. Right paracentral disc extrusion noted at l5-s1. Grade 1 spondylolisthesis at l4-5. Mild central and foraminal stenosis noted at l3-4. Findings: postoperative changes are present with transpedicular screws bilaterally at the l4 and ls levels with laminectomy at the ls level. Mild grade 1 anterolisthesis is present at the l4-ls level with mild retrolisthesis of ls on sl. Impression: degenerative changes of the lower lumbar spine as detailed above most significant at ls-s1 level where a small recurrent right paracentral disc extrusion contacts the descending right sl. Nerve root. Severe bilateral foraminal stenosis is present secondary to endplate spur and advanced facet arthropathy. (B)(6) 2011: patient presented with more back pain. She has some radiating leg pain associated with this. Impression and plan: low back pain. Lumbar radiculopathy. Morbid obesity. (B)(6) 2011: patient is presented with bilateral leg pain and sciatica. Physical examination reveals spine: moderate loss of range of motion in all planes with compressive pain on ls-s 1 with flexion and extension. Impression: right more than left l5 radicular pain. Adjacent spondylosis to l4-5 fusion and laminectomy. L3-4 grade 1 anterolisthesis with moderate stenosis. Morbid obesity. (B)(6) 2011: the patient visited a physiatrist. Patient underwent fluoroscopy. Patient underwent lumbar esi. Patient underwent c-arm x ray of the back. Patient presented with lumbar stenosis, lumbar radiculopathy. Procedure: fluoroscopy guided transforaminal epidural injection. Right l5-s1. Left l5-s1 attempted. Successful left s1. (B)(6) 2012: patient is presented with bilateral leg pain and sciatica. Physical examination reveals that there is moderate loss of range of motion in all planes with compressive pain on l5-s1 with flexion and extension of spine. Impression: right more than left l5 radicular pain. Adjacent spondylosis to l4-5 fusion and laminectomy. L3-4 grade 1 anterolisthesis with moderate stenosis. Morbid obesity.